Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection. No additional adverse patient effects were reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.